Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the reamer was blocked. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received. Update mbauer 12-aug-2024: it was reported that problem was noticed during the surgery. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The reported event was confirmed. The manufacturer evaluation revealed a frozen planetary gear. Furthermore, the outer sleeve is an old version. The most likely cause has been attributed to wear and tear (mfg date: 2009).